Event description:
It was reported that a patient using the ilet experienced episodes of hyperglycemia associated with inconsistent meal amounts and meal announcements, with reported glucose excursions up to 235 mg/dl and time above range for approximately two hours; no backup therapy, ketone testing, steroid use, or medical intervention was reported, and the patient sought education on target glucose settings and the learning phase. Symptoms included hyperglycemia. Outcomes included transient elevation of blood glucose without reported injury or medical intervention. Investigation included complaint handling and user education regarding meal announcements and the learning phase. Investigation of this case revealed user-use challenges related to meal announcement accuracy and inconsistency as contributory factors. It was concluded that the device functioned as designed and the event was related to use error, with reinforcement of education provided.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.